Event description:
On 27th december 2024, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone toric rao610t. The event description provided states that immediately following implantation into the eye the optic was observed to be cracked necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the optic was observed to be cracked. The iol was explanted and exchanged during the original surgery session without further incident and without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The additional information received identifies that there was resistance during injection. Within the rayone IFU "use of rayone" section "fig 7" we state "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Our review of production records for the rayone toric rao610t batch 044238766 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone toric rao610t batch 044238766. Continued injection of the lens at the point resistance occurred, a deviation from the IFU, is likely the cause of the damage to the lens following injection.